Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump with pump # 1 was not confirmed or duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. The device has not been previously sent into service for the reported condition of "pump #1". However, during previous service on 3-03-2009 for "unknown", some damage to pump #1 door assembly was observed so the pump #1 door assembly was replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
This is a report of a flo-gard infusion pump with a failure 1, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. No additional information is available for evaluation.